Event description:
After the coil was detached in the aneurysm, there was some movement of the coil resulting in it protruding from the aneurysm. The physician attempted to use the delivery wire to push the coil into the vessel but it migrated down the vessel. An unsuccessful attempt was made to retrieve the coil. The patient was report to have been transferred to the intensive care unit but was in a stable condition. No other information has been provided.

Manufacturer narrative:
A device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information provided the microcatheter was repositioned after most of the coil had been deployed into the aneurysm and it was then noted that the coil broke. The DHR review confirmed that there were no issues during the manufacture of the device and there are process controls in the manufacturing process to ensure the integrity of the product. Therefore, it was concluded that operational context was the most likely cause of the reported coil migration.

Event description:
After the coil was detached in the aneurysm, there was some movement of the coil resulting in it protruding from the aneurysm. The physician attempted to use the delivery wire to push the coil into the vessel but it migrated down the vessel. An unsuccessful attempt was made to retrieve the coil. The patient was report to have been transferred to the intensive care unit but was in a stable condition. No other information has been provided.